Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received appropriate shocks for a vt (ventricular tachycardia) event, however review of stored egms (electrograms) showed that the right ventricular (rv) lead experienced t-wave oversensing post paced. The patient was hospitalized, and the decision was made to continue to monitor the rv lead for future t-wave oversensing. No actions were taken and the rv lead remains. No patient complications have been reported as a result of this event.